Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a sterile water leakage event. Upon implementation of a cuff check, leakage from the catheter occurred. The location of the leak in the details was unknown and the catheter was discontinued from use due to pre-use in patients.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported event was confirmed cause unknown. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and syringe. Visual inspection of the sample noted using the return syringe attempt to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leakage found, leakage observed on the shaft from a small pinhole measuring less than 0.024" and distance from the trifurcation valve measuring 0.5850 in (14.86mm). This does not meet specification per (B)(4), revision 13 which states pinholes are not permitted. The labeling is found to be adequate to fulfill (B)(4) revision 25. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a sterile water leakage event. Upon implementation of a cuff check, leakage from the catheter occurred. The location of the leak in the details was unknown and the catheter was discontinued from use due to pre-use in patients.